Event description:
It was reported that during a gastric bypass procedure, the surgeon noticed the outer row of staples on the gastric pouch was completely unformed (goal post staples). A blue reload was used and appropriate time for compression was allowed. The surgeon decided to over sew the staple line as a precaution and completed the case. There were no patient consequences. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on which firing(s) did this event occur? 3rd firing. During which stroke did the event occur? Powered echelon. What other color cartridges were used before and after this event? Blue cartridges. Was buttressing material utilized? If so, which product? -none. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing sequence was normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Normal firing . Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Full summary of event and troubleshooting was provided over a conference call with CT brazeal.